Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy procedure, the instrument was loaded perfectly with the reported reload. It responds to the loading of the same and the oled screen is advancing in the information relevant to each step. The jaw of the load was closed, the safety button was pressed to enter the firing range, the device flashes with the green light that indicates being in the firing range but when the button is pressed to fire, the blade does not advance. The load was change with another reload from a lot other than the affected one and the case proceeded with the normal surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned product noted that the opened reload was pre-fired with the interlock engaged. The jaws were open. There were staples protruding from the proximal end of the staple cartridge. No visual abnormalities were observed in the sealed samples. Functionally the opened reload was loaded onto a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The sealed reloads were loaded onto a pmv representative signia handle and adapter. The reloads were applied to test media with proper staple formation and media transection. The handle correctly displayed that the reloads had been fired. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy procedure, the instrument was loaded perfectly with the reported reload. It responds to the loading of the same and the oled screen is advancing in the information relevant to each step. The jaw of the load was closed, the safety button was pressed to enter the firing range, the device flashes with the green light that indicates being in the firing range but when the button is pressed to fire, the blade does not advance. When unlock the device and press the button to shoot, the device automatically stops and does not continue. On the oled screen, the yellow triangle alert comes out and the load has to be changed. The load was change with another reload from a lot other than the affected one and the case proceeded with the normal surgery. There was no patient injury.